Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced a conducted supraventricular tachycardia (svt) rate in which rythmid was zero percent correlated. Technical services (ts) observed multiple inappropriate shocks just prior to that episode. Ts noted that over the past 2 months this patient has had atrial conducted rates into the ventricular tachycardia (vt) 1 zone and discussed programming. This ICD remains in service. No adverse patient effects were reported.